Event description:
Customer reports to have received a low battery alarm. When customer changed batteries, his screen display went blank. Customer's blood glucose was 403 mg/dl, which was treated. After troubleshooting, display returned. Customer was advised to monitor insulin pump and battery cap would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.